Manufacturer narrative:
In regard to this complaint a picture of the needles was provided for review, which confirmed that the breaking of the needles did occur. Unfortunately, since the involved phaco needles were not returned, no examination could be performed. As the manufacturing date of the needles is unknown, an investigation pertinent to the manufacturing records was not possible either. Without any proper investigation, the cause of the failure remains unknown. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is the most likely cause for the phaco needle to break during use. Since lack of irrigation may have various causes, including, but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor to the failure could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined using failure mode as reported ph-needle-broken and all types of phaco needles (including reusable ones). It should be noted that not all cases occurred during use on patient. To determine the number of surgeries in which the reusable products were used is not straightforward, but it can be concluded that the number of surgeries performed with the products is greater than the number of products in the table above. The incident that is the subject of this case is included in the table above.

Event description:
We have been informed that during surgery, the phaco tip has broken during surgery and the tip was inside of the eye. No report that actual patient / user harm occurred or surgery was prolonged > 30 minutes/delayed